Event description:
The complainant reported an over delivery. The reporter indicated that the intended delivery was 155 ml/hr to be delivered over 70 mins; however, the actual amount delivered was 155 ml in 40 mins.

Manufacturer narrative:
(B)(4). The device reported, list # 0086, is an abbott product that is marketed internationally which is the same or similar to a device, list # 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.